Event description:
In 2000, the surgeon was completing a spinal fusion procedure using the trifix spinal system. When torquing the screw to tighten the system, the screw's post broke off. The post was stuck inside the handle. The screw was left in the pt. No adverse effects on the pt condition.